Event description:
It was reported that that the patient presented in clinic for follow-up. Error message was observed on the implantable cardiac monitor, intermittent error message was observed upon reboot of device. A device software download was performed successfully. The patient would continue to be monitored.